Manufacturer narrative:
This product experience (pe) was already reported back in (B)(6) 2014 (see report#2124215-2014-09948). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative was working with a physician who was involved in a legal case involving a patient implanted with this chronic boston scientific pacemaker and competitor pacemaker. The boston scientific pacemaker had triggered elective replacement indicator (ert) and the bradycardia output were programmed to minimum values. The patient had been presented back to the electrophysiology (ep) laboratory and a replacement competitor dual chamber pacemaker was implanted in 2012. The chronic boston scientific pacemaker was not explanted (programmed to 0.1v/0.05msec/sensitivity 10mv) at that time and would have reached end-of-life (eol) within three months of ert. The local representative reported that following this procedure, the patient experienced a syncopal event. The physician is requesting documentation of eol function in the insignia device. According to the physician, the competitor pacemaker manufacturer is claiming that potential crosstalk from the chronic boston scientific pacemaker inhibited pacing of the competitor pacemaker and caused the syncopal event. The root cause of the patient's syncope was not identified. It appears that the legal claim is against the physician who opted to abandon the chronic boston scientific pacemaker in lieu of explant. Boston scientific received information that this device was explanted in (B)(6) 2014.

Manufacturer narrative:
As received on september 18,2014, the memory shows that the device was in end-of-life (eol) in vvi mode. The lower rate limit ( lrl) was at 30 ppm, the ventricular output was at 0.1 volts and the ventricular pulse width was at 0.05 ms. The ventricular sensitivity was at 10.0 mv. And the last program date in memory was (B)(6) 2012. It was noted that the counters and histograms were reset on (B)(6) 2012. There was 96% pacing in the ventricle at 30ppm and the atrium was 100% sensed. The device reached eol on (B)(6) 2014. Elective replacement time (ert) was set on (B)(6) 2013. According to new information received on (B)(6) 2016, the device was explanted on (B)(6) 2014. According to the system guide, if the device is in an adaptive rate mode at the time ert is set, the mode will change to a non-adaptive rate mode (dddr to ddd, vvir to vvi, etc). Three months after ert is set, eol will be reached. At eol, dual chamber modes will change to single chamber operation and the lrl will be limited to 50 ppm maximum. As the battery continues to deplete, the pacemaker will decrease the pacing amplitude. Since the lrl was at 30 ppm at the time eol was set, the lrl stayed at 30ppm. The device will only switch to 50 ppm if the programmed lrl is higher than 50 ppm. From information in memory and the reports from the field, it appears that when the competitor pacemaker was implanted in (B)(6) 2012,the ventricular output of this model #1298 device was programmed to 0.1 volts with a 0.05 ms pulse width which are the minimum settings for those parameters. The lrl was programmed to 30 ppm on that day as well. It appears the device was left in ddd mode with the atrial output set to 3.5v and 0.40ms. The device reverted to vvi mode when eol was set.diagnostics within this model #1298 device are not able to confirm that any crosstalk occurred between pacemakers. Model #1298 operated normally and met specification for normal battery depletion.

Event description:
In order to address the claims from the competitor device manufacturer, this boston scientific device was retrieved from archive for additional laboratory testing.